Manufacturer narrative:
(B) (4).

Event description:
It was reported that the ventilator stopped functioning while it was connected to a pt. No breaths were delivered and all settings were lost. The screen displayed a technical error code indicating disabled values. Restarting the ventilator after this was unsuccessful. (B) (4). (B) (4).